Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test after changing the battery on (B)(6) 2017. The customer changed the battery again and did not receive another alarm. The customer also reported that they experienced high blood glucose all day on (B)(6) 2017. Blood glucose level went up to 573 mg/dl. The customer treated with the insulin pump and manual injection and blood glucose went down to 249 mg/dl before going to bed and 76 mg/dl in the morning. No air bubbles or leaks were found and the customer declined to check the settings. He mentioned the doctor changed the settings two weeks back. The customer called back on (B)(6) 2017 to perform the high pressure test; the insulin pump passed the test. Blood glucose at the time of the call was 146 mg/dl. It was advised to change the entire set, reservoir and insulin and treat per hcp's instructions. The insulin pump will not be returned for analysis.